Manufacturer narrative:
D2b - pro code (product code): fge, lit g4 - premarket / 510(k): k141521, k141597 device technical analysis upon receipt at our post market quality assurance laboratory, a visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A longitudinal tear was identified in the balloon material. The tear measured approximately 70mm in length and extended from a position 7mm proximal of the proximal markerband to 10mm distal of the distal markerband. The recommended introducer/guide sheath size for this device as per mustang product spec, is minimum 7fr sheath. The sheath used by the customer was not returned for analysis. During analysis the investigator was unable to apply negative pressure to the device due to the longitudinal tear in the balloon material, so therefore was unable to advance the device through a boston scientific 7fr sheath. So therefore, the sheath insertion test cannot be carried out. A visual examination observed no damage to the tip of the device. A visual and tactile examination found no kinks or damage to the shaft of the device. Both markerbands were undamaged and present on the shaft of the device. No other issues were identified during the product analysis. Device history record (DHR) review it was confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations that could have contributed to the reported event. Labeling review review of the instructions for use (IFU) confirmed that the content was sufficient and did not contribute to the reported event; therefore, no updates are required to the document at this time. Risk review a risk review was completed and confirmed that the event of catheter - difficult to advance was defined in the risk documentation and is documented accordingly in the prr. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of adverse event related to procedure.

Event description:
Reportable based on device analysis completed on 12mar2026. It was reported that resistance was felt upon advancing into the sheath. The target lesion was located in the arteriovenous fistula. A 12.0 x 60, 75cm mustang balloon catheter was advanced for dilation. During advancing into the sheath, a lot of resistance was felt. The procedure was completed with another of the same device. There were no patient complications as a result of this event. However, device analysis revealed that a longitudinal tear.